Event description:
It was reported by service report that power cord was missing the ground prong. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.